Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided complete pump reset instructions, guiding the customer through the process. After the reset, the pump no longer displayed the error, and the customer successfully started their sensor session.